Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of the endoscope was observed due to a clogged nozzle. The remains were due to an insufficient cleaning during nozzle assembling of the previous repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an air/water or aspiration problem after a recent repair. No patient injury reported. During the evaluation of the device, it was noted the nozzle was clogged by remains of ke-45b silicon rubber from insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged by remains of ke-45b silicon rubber from insufficient cleaning noted at estimation. This complaint is related to patient identifier (B)(4) (evis exera iii colonovideoscope, cf-h190l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material resembles ke-45b used by olympus service business center (sbc) during repair. The cause of the reported event is likely due to the glue being insufficiently cleaned when assembling a/w nozzle at the previous repair. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.